Event description:
It was reported that the customer was not able to remove the battery cap. During the call, the customer's mother stated that her son is at the hospital due to diabetes ketoacidosis, and will call back with more information on her son's admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.